Manufacturer narrative:
Product ID: 8711, lot# j10909r68, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
The patient stated their pump only lasted five years. It was unknown what the pump contained at this time. No symptoms, interventions, or outcome was reported. Additional information was requested.